Event description:
My father received hemodialysis and died within 2 hours of completion. Unsure if machine he uses was included in recent recall. Treatment preformed at forensius dialysis clinic in (B)(6).